Manufacturer narrative:
Device evaluated by MFR. The coyote catheter was received with a victory guidewire. Returned product analysis revealed the mid-section of the balloon was twisted. The proximal end of the balloon was bunched-up. The inner shaft was buckled between the proximal balloon bond and the proximal end of the proximal markerband. The guidewire was protruding 23.5cm from the tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0135. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure the balloon catheter froze on the wire. The target lesion being treated was located in the moderately calcified peroneal artery. A 4f imaging catheter was advanced to the lesion and an 0.035" non-bsc guide wire was advanced across the popliteal stenosis and was removed. An 0.014" victory guide wire was then advanced through the imaging catheter and across the lesion in the peroneal artery. A 3.50mmx120mmx150cm coyote balloon catheter was then advanced over the victory guide wire and angioplasty of the peroneal lesion was performed. Following dilation the coyote device was set to be withdrawn, however the device was frozen on the victory guide wire. The coyote and the victory guide wire were removed as a unit and intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the balloon catheter froze on the wire. The target lesion being treated was located in the moderately calcified peroneal artery. A 4f imaging catheter was advanced to the lesion and an 0.035" non-bsc guide wire was advanced across the popliteal stenosis and was removed. An 0.014" victory guide wire was then advanced through the imaging catheter and across the lesion in the peroneal artery. A 3.50mmx120mmx150cm coyote balloon catheter was then advanced over the victory guide wire and angioplasty of the peroneal lesion was performed. Following dilation the coyote device was set to be withdrawn, however, the device was frozen on the victory guide wire. The coyote and the victory guide wire were removed as a unit and intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.